Manufacturer narrative:
Poor visualization: clinical details mention that the impella pump was difficult to visualize on tee and tte. The root cause of the visualization issues was not determined due to insufficient clinical details and unreturned product. Major bleed, cardiac perforation: clinical details mention that the patient suffered from bleeding from chest tubes and was administered blood products, and over a liter of blood and clot were taken out during the patient's chest washout. The cause of the injury was not determined due to insufficient clinical details. Device (sn: (B)(6) passed all post sterile inspection checks.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. It was reported that the team was closely monitoring bleeding from the patient¿s chest tubes and administering blood products as needed. Visualization of the impella device was challenging on both tee and tte. In collaboration with anesthesia and dr. (B)(6), it was determined that the pump was positioned approximately 4.5¿5 cm, free from all mitral structures, and appropriately located within the left ventricular cavity. The device was locked at 30 cm, and the right ventricle appeared normal. The plan was to continue managing the bleeding overnight and reassess the patient in the morning. It was also reported that the patient was taken to the operating room for a tamponade and chest washout. More than one liter of blood and clot was evacuated.

Manufacturer narrative:
Section d primary UDI number was updated. Section d is this a single-use device was corrected section d catalog number was corrected